Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No battery test could be verified due to the unresponsive buttons. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
Customer reported receiving a failed battery test and stated that the keypad was unresponsive. Customer was unable to clear the alarm. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.